Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 16th november 2015. During the investigation, the green status led was flashing green alongside a failure chirp, as per the reported fault. The red status led on the membrane was measured and found to have failed. This had resulted in leakage current to beeper bp1. The fault could not be replicated with the red status led detached from the membrane. This would confirm the reported fault had been caused by the failure of the red status led. This issue has previously been investigated by the membrane supplier, schurter, who have implemented a preventive action as of the 7th may 2019. The preventive action was to alter the previous test parameters as per the led datasheets to ensure that no part that exhibits reverse bias leakage current shall pass testing [4]. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped and replaced with a new sam 350p.

Event description:
Beeps when a pad-pak cassette is inserted. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Beeps when a pad-pak cassette is inserted. There was no patient involved in this event.